Manufacturer narrative:
Results: bd received the actual sample for this complaint. However, the evaluation was based on the photo due to contamination of the device. Below is the investigation results. Status: confirmed pr report: (B)(4), catalog number: 367364, batch number: 7156649, month manufactured: june-2017. Device history record review: a review of the device history record was completed for this batch. All inspections were in compliance with requirements. Customer sample/photo analysis: customer photo shows a contaminated sample with sleeve damage. It appears that the np needle side pierced the sleeve during blood draw. Investigation root cause summary: in review of the manufacturing process, there are vision systems in place for detection and rejection of side pierced sleeves. It is unknown if the sleeve became side pierce after several tubes were drawn. Based on our investigation we are unable to ascertain causation of this defect. The following may be considered: if the tube is not pushed straight onto the np needle, it is possible to bow the np sleeve, causing the needle to pierce the side of the sleeve instead of the center. This will make it difficult for the sleeve to recover. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. (B)(4).

Event description:
It was reported that a 23 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set leaked past the stopper during use. There was no report of injury or medical intervention.